Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-17 investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received two unopened units from lot 0350021and one empty package from the same lot. It was reported that the control valve was not stopping blood from backflowing. This may indicate that flow is continuing past the vent plug of the device or that it is thought the returned devices have the insyte autoguard blood control feature. It should be noted that the reported lot number is a device that does not contain the blood control feature; therefore, the devices can only be tested for leakage beyond the vent plug. During the visual/microscopic examination, no visible signs of damage were observed. The units were tested for leakage beyond the vent plug. No leakage was observed. Based on the returned samples, bd was unable to confirm your reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked past the septum during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "so far today (B)(6) 2021 we have used 3 and they all back flowed. Yesterday (B)(6) 2021 we had the same issue. It seems to be every box of 22g has this issue because they all have different lot #¿s and we do IV¿s every day."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked past the septum during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "so fat today 5/19/21 we have used 3 and they all back flowed. Yesterday (B)(6) 2021 we had the same issue. It seems to be every box of 22g has this issue because they all have different lot #¿s and we do IV¿s every day."